Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging"when they try to go to the average screen it will flash for a moment and go back to the previous screen". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.